Event description:
International affiliate reports the spinal construct was used for internal fixation. L1 anterior bone graft was performed. After the initial surgery, the grafted bone was moved and two bone screws were found to be broken. Revision surgery was performed and the devices were replaced. See mfg medwatch report# 1526439-2012-00057 for the other screw that was involved in this event.

Manufacturer narrative:
The broken screw has been returned for evaluation. A follow up medwatch report will be filed upon completion of the evaluation.

Manufacturer narrative:
No definitive conclusions can be made. However, examination of the returned screw found the breakage is indicative of fatigue failure. Also, the user reports there was migration of the bone graft post implant. This may have caused or contributed to the event. The lot history record was reviewed for completeness during the release process to inventory. At that time, no discrepancies were noted for the products being accepted. No other complaints have been reported for this production lot. At this time, the complaint is considered to be closed.